Event description:
The customer initially called to report a motor error alarm. The customer later called back to report being hospitalized for low blood glucose levels with a reading of 41 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.